Event description:
It was reported that another insertable cardiac monitor (icm) insertion tool was needed for the physician to perform a repositioning procedure for the implanted icm. The icm was undersensing and reprogramming the device did not resolve the issue. Repositioning was needed to resolve the undersensing. No additional adverse patient effects were reported.

Event description:
It was reported that another insertable cardiac monitor (icm) insertion tool was needed for the physician to perform a repositioning procedure for the implanted icm. The icm was undersensing and reprogramming the device did not resolve the issue. Repositioning was needed to resolve the undersensing. No additional adverse patient effects were reported. Additional information was reported that the battery of this implantable device was suspected to be depleting prematurely and the device was explanted. No new device was implanted as a replacement. This device was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The completed product investigation provided the no problem detected conclusion code was selected based on the field report of undersensing and allegation of premature battery depletion. Diagnostics were performed and inspection confirmed no anomalies with the device battery or memory. Analysis of the returned device found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that another insertable cardiac monitor (icm) insertion tool was needed for the physician to perform a repositioning procedure for the implanted icm. The icm was undersensing and reprogramming the device did not resolve the issue. Repositioning was needed to resolve the undersensing. Additional information was reported that the battery of this implantable device was suspected to be depleting prematurely and the device was explanted. No new device was implanted as a replacement. This device was returned to boston scientific for analysis. No adverse patient effects were reported.